Event description:
It was reported by service report that the scale is inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Customer provided parts to do repair.